Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she has high blood glucose and believes that the insulin pump may be giving the wrong amount of insulin. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident and 170 mg/dl at the time of the call. Troubleshooting was done for no delivery and pump appeared to be working as designed. The customer was advised to follow up with their doctor regarding the high blood glucose. No further information was provided.